Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the brake pads needed to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2010-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake pads to resolve the issue. Based on this information, no other action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).